Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis found a missing pin on the distal end which holds the tips together. The missing pin was not returned with the instrument. Further analysis found several gouges and scratch marks on the surface of the grips. It is possible that the grip tips were overloading during use causing the swaged pin to pop out during use. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the missing swaged pin found during failure analysis could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the tip on the prograsp forceps instrument was observed to be dangling. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
After further investigation and evaluation, failure analysis investigation determined that the failure was likely caused by overloading of the grips. The overloading of the grips is considered mishandling/misuse. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR is being retracted since the failure mode was identified to be due to user misuse / mishandling and not due to a malfunction of the instrument and no injury was reported.